Manufacturer narrative:
There is no information to indicate that a malfunction occurred. The cartridge lot number was not provided and the log files were not available for review in order to identify or confirm cautions and alarms that occurred during the event. The device history record for the involved system one cycler was reviewed. No manufacturing deviations were noted and no parts were replaced related to the reported event.

Event description:
It was reported that the caregiver found the patient with one line disconnected from the patient's access site. Information received stated that the patient was treating at home alone and use of the required leak detection device could not be confirmed. The patient was using a 2 needle system with a 15g needle inserted into her fistula at a blood flow rate (bfr) of 400. The patient death was attributed to blood loss.